Manufacturer narrative:
Medical product- natural tibia cemented 5 degree stemmed left size e catalog# 42532007101 lot# 63359486, articular surface fixed bearing posterior stabilized (ps) left 14 mm height catalog# 42512400714 lot# 63269589, palacos rg 1x40 single (2x) catalog# 00111314001. Reported event was confirmed by review of pictures of the patient's knee. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4).

Event description:
Patient underwent a total left knee arthroplasty and reports experiencing a rash on her knee. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.